Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that when the site was navigating deep in the sinus with the straight probe, the probe displayed as elevator. The site was in the instrument screen and attempted to remove the elevator but was unable. The elevator didn't have the gear to icon to remove it either. The site restarted the system then added the elevator to a procedure and the gear was displayed. There was not delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed the reported issue. They upgraded the software and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that when the site was navigating deep in the sinus with the straight probe, the probe displayed as elevator. The site was in the instrument screen and attempted to remove the elevator but was unable. The elevator didn't have the gear to icon to remove it either. The site restarted the system then added the elevator to a procedure and the gear was displayed. There was not delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. When the straight probe is deep in the sinus, the tip location for the elevator probe (on that tracker) can end up close to where the frame divot is on the tracker.  If the user is moving slowly with the probe, this can cause the software to think the user is trying to switch the elevator probe. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that when the site was navigating deep in the sinus with the straight probe, the probe displayed as elevator. The site was in the instrument screen and attempted to remove the elevator but was unable. The elevator didn't have the gear to icon to remove it either. The site restarted the system then added the elevator to a procedure and the gear was displayed. There was not delay to the procedure. No impact on patient outcome.